Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The auto/manual switch was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws.â â. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available.